Event description:
Ethicon endoscopic curved intraluminal stapler was used in a colectomy. When the stapler was removed rectally, the anvil portion remained inside the colon, which hasn't happened before because under normal circumstances, the anvil remains attached to the device. Pt had returned to surgery 4 days later to have it manually removed. Diagnosis or reason for use: anastomosis of colon.